Event description:
Acmi bicap machine did not work during a colonoscopy. Unable to totally remove a polyp. Pt will need to have another procedure. Staff unable to find problem. Bio-med called. Unit checked. Cord was found to be defective, had an area that when tension applied was very thin. Biomed felt cord defective.